Event description:
It was reported that the customer was hospitalized for low blood glucose. It was stated that the customer may had over bolused giving 25u of insulin in a lapse of eight hours. The blood glucose reading was 17 mg/dl. It was reported that the transmitter may have being broken and did not give a good results, but the insulin pump was ok. It was also reported that the customer does not check his blood glucose regularly. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.